Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was attempted but not done because the iab wire was unable to negotiate through the aorta balloon. As a result, a new iab kit was used. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of iab tight over guidewire is confirmed. The returned iab central lumen was found kinked and resistance was noted at the locations of the kinks upon loading the guidewire into the central lumen. The root cause of the kink is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon (iab) was attempted but not done because the iab wire was unable to negotiate through the aorta balloon. As a result, a new iab kit was used. There was no report of patient complications, serious injury or death.